Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain 6) alarm was identified in the log. The alarm occurred on (B)(6) 2014, 03:55:22. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs, because a high drain 106 alarm was found. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.